Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the controller was not working and the patient could not activate MRI mode. The caller also reported that the ins did not work and was non-functional. The hcp added the battery as dead and not registering a charge. The caller said that the implant was dead and when he turns on the charger it does not register any bars. No symptoms or further complications were reported.